Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are trying to use the handset and communicator for the first time to connect to the implant, but are getting device not responding. The following troubleshooting steps were performed: confirmed correct app, located the device by looking for incision and/or palpating the device, tried power cycling both externals, closed out of all running applications, confirmed communicator is unplugged, confirmed s/n of communicator, confirmed bluetooth and location are turned on, patient tried going to a different room (bathroom) and that did not resolve. The caller commented that the patient has never felt stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Asked caller if most recent device was in the same place and the previous one. Caller confirmed in the same place on the left, they did not see a scar on the right side. Caller reports that the patient has never had symptom relief like they d ID with the old device. Caller mentioned that they received a call from medtronic representative, (B)(4), and will call them back to let them know what is going on. Also recommending following up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.